Event description:
Solicited call. Spoke with patient who stated he was able to successfully continue his infusion using a new cassette with more no errors. Patient resumed at previous dose of 30ng/kg/min and pump rate 32ml/24hr with no issues. Informed him to call back if having any side effects or further pump issues. Cassette lot # 4163625. Patient uses cadd legacy pump. No other information provided. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we (MFR) replace the device? Yes. Did the pt have add'l cassettes they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.